Event description:
It was reported to philips that during a preventive maintenance, it was discovered that the battery had exceeded it's life expectancy. There was no reported patient involvement/adverse patient impact.